Manufacturer narrative:
The technician indicated that the utv board had no signs of damage or fluid ingress. After replacing the utv board the nurse call functioned properly.

Event description:
Info received indicates the nurse call function did not work when the pt positioning monitor alarmed.